Event description:
The customer reported that there was a communication failure error message and the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. The system operates as intended.